Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a blood glucose exceeding 600 mg/dl due to an issue with his infusion set. The patient was able to get his blood glucose down to 154 mg/dl by evening. However, he woke up the next morning with a blood glucose of 405 mg/dl. The patient changed his infusion set and his blood glucose returned to normal levels. Troubleshooting was declined for the hyperglycemia. The insulin pump was not returned for analysis.